Event description:
A us distributor contacted zoll to report that a battery charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is complete. The reported problem (unable to charger a battery pack) was confirmed. As received, the charger would not recognize or charger a battery. Upon evaluation, there was contamination on the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.